Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the fantail and near the array prior to receipt. This is the believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The residual gas analysis revealed nitrogen levels above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803.

Event description:
The recipient reportedly experienced a head trauma from a fall. After the trauma the recipient refused to use the device and became a nonuser of the device. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.